Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and asthma (new or worsening). No other clinical information or medical interventions were reported. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed dirt/scuff marks on the left side panel. Observed a light amount of dust-like contamination was observed in the air inlet, on the ui panel, on the walls of the bottom enclosure. An unknown contamination was observed on the bottom of the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Evaluation method code, evaluation results code and conclusion code grid has been updated in this report.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices.the manufacturer received information alleging lung disease and asthma (new or worsening). No other clinical information or medical interventions were reported.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.